Manufacturer narrative:
E1: (B)(6) hospital. The evaluation of the event is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that during an aiming beam test with the laser fiber was performed before an unspecified surgery, and it was confirmed that light was leaking from the root of the fiber. The procedure was completed with a change to a similar fiber. There was no report of patient harm.